Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed a black screen and would not turn on. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board was defective. A field service engineer (fse) replaced the controller board and successfully booted the station to resolve the issue. Final test was performed successfully, and preventive maintenance was performed on pyxibus cable. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a black screen and would not turn on. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.